Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A surgeon reported that the ultrasound oscillation failed during a surgical procedure. The handpiece was replaced to complete the procedure with no harm to the patient.

Manufacturer narrative:
The customer reported that the phaco handpiece had no phaco during surgery. The handpiece was replaced to complete the procedure. There was no patient harm. The phaco handpiece was received and a visual assessment of the returned sample revealed no visual nonconformities. The handpiece was then connected to a calibrated constellation system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The stroke test found the handpiece to meet product specifications. The phaco handpiece was manufactured on september 22, 2016. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this phaco handpiece serial number. The handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).